Event description:
The customer reported to olympus that there was a compromised image issue while using the tracheal intubation fiberscope. There was no patient harm associated with the event. The device was returned and evaluated, and the indication on the connecting tube had a disappeared area (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was not confirmed. In addition to the indication on the connecting tube that had a disappeared area (1mm2 or more), additional findings are as follows: due to a dent on the channel tube, the suction volume did not meet the standard value, the adhesive on the bending section cover had a chip; because the channel tube was crushed, the cleaning brush could not be inserted, the connecting tube was snaking and had a dent, and the control unit was dirty. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the legal manufacturer's investigation, a root cause could not be identified, however, it was stated that it was likely that the defect was caused by stress of repeated use, external factors, or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The instruction manual / operation manual,¿ chapter 3 preparation and inspection, 3.2 preparation and inspection of the endoscope¿, describes the following warning which could have prevented the phenomenon. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. Olympus will continue to monitor field performance for this device.